Event description:
Caller reported a malfunction alarm on the tandem pump, triggered during a pump update. There was no adverse impact on the customer's blood glucose level, as it remained below 500 mg/dl. Customer was instructed by technical support to switch to a backup therapy using multiple daily injections (mdi) while a replacement pump is shipped. Support confirmed the shipping address and provided instructions for returning the malfunctioning pump in storage mode using a prepaid label.